Manufacturer narrative:
Maude report mw#5079231 received.

Event description:
New information reported that the maude report was received for the right ventricular lead.

Event description:
New information reported that the right ventricular lead was fractured and caused inappropriate high voltage therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, stored as non-sustained right ventricular oversensing episodes. The lead was explanted and replaced on (B)(6) 2018 and the patient¿s condition was good before, during, and after the procedure.

Manufacturer narrative:
Explant date should be blank. Lead was capped and not explanted.

Event description:
New information reported that the right ventricular lead was capped due to fracture.